Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the guidewire failed to advance through the left ventricular (lv) lead due to adhesion while the right atrial (ra) lead exhibited high pacing impedance in multiple impedance measurements. Both the lv and ra leads were not used and replaced to complete the procedure. The patient was in stable condition.